Event description:
It was reported that there are compaction problems again in pico 7 multi-site versions. The device must not create a vacuum. The problem started already in the operating room and the same situation was still the next day. An experienced plastic surgeon had performed the surgery and installation of the dressings. No patient harm reported. The treatment was stopped.

Manufacturer narrative:
H10. H3, h6: we have now concluded our investigation for the complaint received. A review of the batch manufacturing records could not be performed as no part number was provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. A complaint history review was carried out across all pico 7 products under the lot number provided, there have been further complaints reported with this failure mode in the past three years. The device was used for treatment. The returned pump underwent an evaluation. An initial visual inspection did not identify any issues. When batteries were inserted the pump functioned without issue. Device performance data did not detect any system errors or faults with the pump. The device spent around the majority of its total functioning time in a leak state. This likely explains why the device failed to achieve a seal and confirmed a relationship between the event and the device. The device performed as would be expected, a leak was detected so the device entered a leak state in which therapy was paused and the user was notified of the leak. A medical investigation was performed. It was concluded: ¿per e-mail communication it was noted that the reported issue caused an estimated delay of 30 minutes. It was also stated that although a back-up device was available the decision was made to stop treatment. No patient injuries or adverse consequences were reported due to the event. Since no patient injuries are being reported no further clinical/ medical assessment is warranted at this time.¿ the risk file for this product contains user unable to identify device state leading to loss of negative pressure benefits. Potential causes for the issue experienced are:- dressing not applied properly, without creases and fixation strips. Filter/port not adhered to dressing correctly. Connector not correctly fastened and secured to the pump. Tubing trapped, folded over/kinked causing a blockage. Dressing integrity has been compromised. Skin has not been thoroughly dried before application of the dressing causing the dressing to not sufficiently adhere to the skin. The IFU for this product contains step-by-step instructions for safe application of the device to ensure a thorough seal is created. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.